Event description:
Pt reported allergic reaction with pre-filled heparin syringe. Four mos ago, after the nurse flushed the port, pt noticed itching and wheezing, but due to the fact that they have asthma, they thought that was the problem. Two mos ago after flush, they noticed hives on their torso. They were also taking bactrim and had an anaphylactic reaction, immediate face swelling, edema, heart rate of 130 and hives. The nurse called the allergist and pt took allegra and benadryl, the nurse stayed with pt until the condition subsided. Their dr believes it may be heparin and latex reaction combined.